Manufacturer narrative:
The patient remains ongoing on lvad support with the new controller. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the onsite technical team damaged the system controller while performing a driveline inspection. The controller was exchanged as a precaution. No further information was provided.

Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of a damaged controller was not confirmed. System controller, serial (B)(6), was functionally tested and found to operate as intended during analysis. No alarms were produced during testing. The controller was able to support pump function for an extended period of time. No further information was provided. The manufacturer is closing the file on this event.